Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was returned for analysis. A visual examination of the returned device confirmed a hypotube break at 25cm from the catheter strain relief. Hypotube kinks were also present along the shaft. This type of damage is consistent with excessive force being applied to the device during handling/use. No further issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that there was difficulty inserting the device and a shaft kink occurred. The 95% stenosed target lesion was located in moderately calcified and tortuous at left forearm shunt vein. During a shunt percutaneous transluminal angioplasty procedure, a 6f non bsc introducer sheath was inserted to the left cubital region using retrograde approach. After a non bsc guide wire crossed the lesion, the physician attempted to advance a 4.00mm/1.5cm/140cm small peripheral cutting balloon catheter. However, the device unable to insert into the non bsc introducer sheath and the shaft was noted to be kinked. The introducer sheath was exchanged to another size and the procedure was completed with a different device. There were no patient complications were reported and the patient¿s condition is good. However device analysis revealed a hypotube break.